Event description:
Pt admitted for revision of a failed sacroiliac joint repair. During the procedure, using the synthes screw and washer set, the surgeon had advanced the screw into the sacroiliac joint films were taken, the surgeon indicated the screw was misplaced. The surgeon retracted the screw and washer from the patient. At this point, the surgeon noted that the washer had broken. Product failure was communicated to the staff, so the washer in question was discarded. A new washer was obtained and screw placed. Screw was misplaced leading to a tear in the iliac vein which was repaired. Patient expired four days after event due to complications. Dates of use: 2008. Diagnosis or reason for use: status post prev. Left si screw fixation and posterior. Apparent residual left sacroiliac joint pain.